Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer also experienced hypoglycemia, so he started to ate and then went high blood glucose level was of over 500 mg/dl when he woke up. Customer took out his reservoir and took a pencil and pushed on the bottom of the insulin to get some insulin into his body. Customer did this because of the active insulin. Customer was explained that he can use the manual bolus as a safer way to avoid the active insulin. Customer also explained that when he presses on the bottom of the reservoir with a pencil, the plunger moved, but not the piston. Customer's blood glucose was 406 mg/dl at the moment. Customer did not provided symptoms about hyperglycemia. Insulin pump will not be returned for analysis.